Manufacturer narrative:
On (B)(6) 2021, biosense webster inc. Received additional information about the patient and event. It was reported the patient was male. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Intervention provided was drainage and the patient¿s outcome from the adverse event was reported as improved. The patient required extended hospitalization because of the adverse event. Prior to noting the cardiac tamponade, ablation was already performed and there was no evidence of steam pop. The event was discovered after the case. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30542227m number, and no internal actions related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. After the procedure, cardiac tamponade was diagnosed. After the procedure, drainage was performed and the patient was hospitalized and followed up. Additional information received indicated the physician commented that may have made a little too many contacts during ablation.